Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident involving its device. During the onyx injection part of the procedure, it was reported the apollo catheter ruptured at approximately an inch proximal to the detachment zone and onyx leaked out into the artery at this rupture point. The detachable tip detached and remained inside the patient. The physician did not attempt to remove the onyx. There was minimal reflux (1-2cm). The pause during injection was less than 2 min. There was no difficulty during injection prior to the burst. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00503.

Manufacturer narrative:
The catheter was returned for investigation. Onyx residue was found inside the catheter hub. The catheter was ruptured approximately 4.0 cm from the catheter tip. The detachable tip was found to be detached and remains in the patient. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, exceeding the limits of the catheter. (B)(4).